Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 321 mg/dl, 163mg/dl, 158mg/dl, 286mg/dl and 181mg/dl. No reported actions taken or treatment rendered. No adverse event reported. The customer did not provide meter and strip information at the time of the call to the accu-chek call agent. A request was made for the return of the suspected product; replacement was sent.